Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, no capture, and poor sensing. The lead is scheduled to be revised. No patient complications have been reported as a result of this event.